Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant procedure, x-ray revealed that the right atrial (ra) lead was dislodged. The lead was explanted and replaced successfully. The patient was stable throughout the procedure.